Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.6, lab: 3.7. Patient's range 2.5-3.5. Patient's medication was adjusted as a result of the inratio meter. Unsure when draw for lab was taken and how long between testing, was certain that it was done the same day.

Manufacturer narrative:
Investigation pending.